Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station displayed a blank screen and did not allow the user to sign in or operate the device. A field service engineer (fse) power cycled the station and allowed the component manager to complete the firmware update, after the station rebooted successfully into the application. The fse corrected the station entry in the remote smart service (rss) dashboard and verified proper operation, however, support mode remained unavailable due to incorrect rss data. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had a blank screen and did not allow users to sign in or use it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.